Event description:
Customer reported, when applying pressure of depressing. The plunger on the syringe into a muscle, needle becomes separated from syringe easily. Even though, needle put on properly.